Event description:
Customer reports that physicist testing indicates that urology unit exceeds maximum exposure rate of 10 r/min.

Manufacturer narrative:
Liebel flarsheim field service report: field service engineer checked the dose when they arrived and found it at 11.2r/min. Per sedecal service manual sec 2.7; fse performed a x-ray tube calibration and then adjusted the dose. After adjustment the adult dose was 9.6r/min and the child dose was 4.8r/m in. Unit returned to full service by the customer.